Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported there was a volume discrepancy with the actual residual volume (10) greater than the expected residual volume (2). The refill was on (B)(6) 2014. The previous refill was fine and there were no discrepancies. The patient had not experienced withdrawal symptoms, but there was an increase in pain. The patient also had a fall sometime last week. A dye study was performed and ¿everything was normal there.¿ a roller study was performed and no movement was seen. After doing another roller study, 60 degree movement was observed, which was normal. No alarms were heard or seen in the logs. The system was being used to deliver clonidine, morphine, and bupivacaine. 12 days later it was reported the root cause of the discrepancy was unknown as the catheter was patent and the rotor study was normal. It was reported on (B)(6) 2014 the patient was asymptomatic at last communication. It was noted if the volume was off at the next refill a catheter revision would be performed.